Event description:
Same case as 2134265-2013-03973. It was reported that during a percutaneous coronary intervention, a catheter was difficult to remove. The 90% stenosed target lesion was located in a very calcified diagonal left anterior descending artery. Initially, the physician made used of a 1.2 and a 1.5 burr rotablator. Then a 2.25x16mm promus element stent was advanced to the left anterior descending artery and a 2.50x20mm promus element plus stent was advanced to the diagonal left anterior descending artery. However, the 2.25x16mm promus element stent was unable to cross the lesion while the 2.5x20mm promus element was able to go through. When the previously advanced stent delivery system was failed to cross the lesion, the physician attempted to pull both stent delivery system together. Upon removal, both stent delivery system got stuck together. Upon reattempting to pull both stents out, the 2.25x16 promus element was sheared off of the balloon. When they visualized it, the sheared stent was in the left anterior descending artery. They snared it using a non-bsc snare and was able to retrieve it. The 2.5x20mm promus element stent was re-advanced and deployed to the left anterior descending while a 3.0x32 promus element stent was deployed to the proximal left anterior descending artery. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6) male. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).